Event description:
It was reported that a patient interrogated with high impedance in clinic. X-rays were performed and were reviewed. The generator placement was determined to be normal in the upper left chest. The pin appears to be fully inserted and the feedthrough wires appear to be intact. The lead was visible in the neck down to the generator. However, part of the lead is behind the generator and could not be assessed fully. No apparent gross lead fractures, sharp angles, or other anomalies were observed in the visible portions of the lead. The patient's nurse was concerned that the patient was manipulating the device, but this could not be confirmed with the review of the x-rays. No surgical intervention has occurred to date. No additional information has been received to date.